Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart alarm due to buttons not responding. No blank display and no time reset anomaly during test noted. No moisture damage on the lcd board, motherboard, interface board, r board, motor, vibrators and battery tube assembly during visual inspection. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart and blank display. Customer's blood glucose at time of incident was unknown. Customer stated that the unexpected restart is recurring during normal pump use. Customer does not have new aaa alkaline battery and advised to insert new battery. Customer stated that the display did not return. Customer was advised to remove battery for 10 minutes. Customer did not continue to troubleshoot because of the recurring unexpected restart alarm. The customer was advised that the pump would be replaced.